Manufacturer narrative:
The battery cap has not been returned to animas. If it is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 11/21/2016, the reporter contacted animas and alleged that the battery cap was damaged. There was no indication of an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up #1; date of submission: 01/24/2017. The pump has been returned and evaluated by product analysis on 01/05/2017 with the following findings. During investigation, the battery cap threads were stripped/damaged and it was unable to be tightened to the test pump.